Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 432 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.